Event description:
The tubing leaked right below the filter, the tubing that comes out the bottom of the filter must have been loose, it leaked blood onto the floor. No pt detriment. Changed tubing, another 2c-6750s which did not leak.